Manufacturer narrative:
The graft is unavailable for anlaysis manufacturing record/history review indicates the graft passed all qa and manufacturing controls. Graft processing method include a validated demineralization and irradiation process. Further testing utilizing archived serum and and /or tissue to be determined.

Event description:
Patient tested positive for hepatitis c (core antigen and riba) event associated with bts recall.